Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received 4 inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed the data and confirmed af with rvr. Device remains in service. No adverse patient effects were reported.